Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. No allegation was made with the returned pump and cylinder components. However, the pump was leak tested, visually inspected, examined using a microscope, and was functionally tested. There were no visual damages found upon inspection. The pump was functionally tested and failed the 8lb activation test, and therefore the pump required more than 8lbs of force to activate. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of both cylinders wear worn down to the filament. Both cylinders had a large tear detached the outer tube and degraded fabric threads in the proximal cylinder bodies. A small leak was present. Product analysis concluded that identified pump failed activation test and cylinder has a fluid leak could affect the functionality of the device. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device not working for the past few months. The device has now stopped cycling and the surgeon suspects a leak in the device. No patient complications were reported.

Manufacturer narrative:
The following fields have been updated: b5 event description. D4 model and lot number. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device not working for the past few months. The device has now stopped cycling and the surgeon suspects a leak in the device. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device not working for the past few months. The device has now stopped cycling and the surgeon suspects a leak in the device. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event as the reservoir passed all testing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient will have a surgical procedure on (B)(6) 2021 to replace an inflatable penile prosthesis (ipp). The device has now stopped cycling and the surgeon suspects a leak in the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.